Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a hospitalization on (B)(6) 2016 due to high blood glucose levels. The customer's blood glucose level was 700 mg/dl. The customer stated that the nurse changed the battery and it alarmed low battery, and then completely shut off. The unit also alarmed weak battery and off no power. Customer was unable to remove the battery cap. The customer was unsure if she was wearing the device at the time of event. The customer's symptoms were unknown. The customer's treatment was unknown. The cause of the event was due to severe hyperglycemia. The customer's device was replaced and will be returned for analysis.